Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratches on display window and cracked reservoir tube lip. The insulin pump was received with battery installed. Data analysis - 08/02/15 daily insulin total =16.500u 08/03/15, daily insulin total = 13.825u 08/04/15, daily insulin total = 19.300u 08/05/15, daily insulin total = 16.050u 08/06/15, daily insulin total = 11.700u 08/07/15, daily insulin total = 11.125u 08/08/15, daily insulin total = 2.500u 08/08/15 06:38 auto off.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was cardiac arrest. The customer's blood glucose, at the time of death, was 140 mg/dl. The customer was not wearing the insulin pump at the time of death. The customer had been disconnected for three days. The hospital had requested that the customer's spouse to disconnect the insulin pump and had placed the customer on insulin drips. The customer has used sensors; sensors had expired on (B)(6) 2013. The customer was not wearing a sensor at the time of death. The caller agreed to return the insulin pump for analysis.